Event description:
The following was reported to co on 11/11/96 via the voluntary medwatch from the FDA (MDR access number: 4001668). The iabp alarmed "blood detected in catheter: and the balloon was removed. A second was inserted into the pt. There were no complications reported rform the event. Event complications: none from the event -reported 11/11/96. Pt's current status: unk -reported 11/11/96.